Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during setup. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(4) china. Through follow-up communication livanova learned that the hospital decided to maintain their own device. The technician of the hospital dismantled the machine and replaced a connector in the circulating motor which did not fix the problem. The device was not used during the procedure and the customer borrowed another unit from other hospital for usage. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2020. No livanova field service activity has been performed yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to: mechanical motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions; or defective main circuit board (cpu) and distributor board (electronic defect).

Event description:
See initial report.